Event description:
An angio-seal device was deployed without complication in a pt described as obese with an abdominal flap. Twelve days post deployment, the pt presented with an infection with necrotizing fascitis, and an abscess. An extensive debridement of the site was performed and the pt was reportedly doing well and remained in the hosp at the time the event was reported to MFR.